Manufacturer narrative:
(B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 12/22/2025. An investigation was conducted on 12/22/2025. A visual inspection was conducted. Only the delivery device and seal were returned for evaluation. Signs of clinical use and evidence of blood was observed on the delivery device. The intact opened seal was observed outside of the delivery device. The blue tension spring assembly was not returned with the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches, the outer diameter was measured at 0.219 inches. The length of the delivery tube was measured at 2.49 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed. The lot # 3000456346 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) event site name exceeded character limitations: (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that hst iii system (3.8mm) was successfully loaded according to the IFU and inserted the seal into the aorta hole. However, the seal did not unfold into an umbrella shape and fell out of the hole. The existing product was removed and replaced with a new one. The surgery was completed successfully, and the patient's condition was normal. There was a delay about 7-10min. The surgery was successfully completed, and the patient recovered quickly and returned to a stable condition.